Event description:
On (B)(6) 2009, pt reported both the up and down buttons were not responding. She stated she noticed this concern about 3-4 months ago while trying to bolus. Pt reported she has been using the backup infusion device ever since. She stated the buttons do pop back out when pressed and released. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.